Manufacturer narrative:
The product will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was explanted due to infection. There were no additional adverse effects reported.